Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the right ventricular (rv) lead exhibited high, out of range defibrillation impedance and under-sensing. The implantable cardioverter defibrillator (ICD) was also showing under-sensing. No intervention was performed. The patient was in stable condition.